Event description:
On 09/03/2025, it was reported that the user experienced blood glucose fluctuations between 41 mg/dl and 320 mg/dl. Review of the device report showed the user had been announcing multiple meals to correct highs, which maladapted the ilet algorithm. A factory reset was performed, and the user was guided through best practices for meal announcements and algorithm learning. No symptoms were reported. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.